Event description:
Health care provider reported the pump was removed as a result of over and underinfusing, and reservoir volume discrepancies were noted at several refill appointments. At times throughout therapy the pt reported symptoms of withdrawal, and at other times pt reported being "unwell-feeling overdosed." The implant duration of the explanted pump was approx 31 months, and was programmed to infuse morphine sulfate 30 mg/ml at a dose of 13.988mg/day. The pt was implanted with a new synchromed ii pump. Final pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.